Event description:
The pump reportedly was sitting on a shelf in the hosp in-house bio-med dept when it turned on and off by itself. The pump was not running at the time. No add'l details are available regarding pt use and no clinical contact known. It is not known why the pump was returned to bio-med or where it came from. No pt injury occurred.